Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. The customer was advised to insert energizer aaa alkaline battery. The customer was advised to monitor pump and call if problem occurs. The customer declined to troubleshoot for failed battery and weak battery.